Manufacturer narrative:
The product identity has been confirmed in the evaluation. Upon visual inspection the driver has some wear and tear from use. The driver was sent to the vendor for further evaluation and repair. The vendor found the go-gage comes off the driver easily; therefore, the complaint is confirmed. The most likely underlying cause of the complaint is determined to be collet wear. There are no indications of a manufacturing defect. This is report one of two for the same event. Report two of two is reported on MFR #0001032347-2017-00184-2.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, reference report 0001032347-2017-00184.

Event description:
The distributor reported that during a craniotomy, the driver did not get locked so the shaft came off. It is unknown if the issue is with the driver or the shaft. No patient injury was reported, however it is unknown if there was a delay.

Manufacturer narrative:
The device evaluation is in progress, a follow up report will be sent upon completion of the device evaluation. Report one of two for the same event, reference 0001032347-2017-00184-1.